Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel of below the knee. A 2mm x 40mm x 145cm coyote es was advanced for dilatation. During first inflation at 10 atmospheres for several seconds, the balloon ruptured vertically. The procedure was completed with a different device. No patient complications were reported.